Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal,heavy bleeding/blood clotting") and polymyalgia rheumatica ("autoimmune disorder type of disorder: pmr like symptoms") in a 39-year-old female patient who had essure (batch no. 794896) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included postpartum depression. Concurrent conditions included overweight, anemia, asthma, fever, dysfunctional uterine bleeding, bloating, dizziness, mood altered, night sweats, dizzy spells and dyspareunia. Concomitant products included norethisterone (mini-pill) for menorrhagia, botulinum toxin type a (botox) since 2016 for migraine and headache, antibiotics since 2013 for uti as well as cefuroxime since 2015, esomeprazole since 2006, fluticasone propionate (flonase) since 2013, ibuprofen, levonorgestrel (mirena), macrogol 400;propylene glycol (systane) since 2017, propranolol (propanolol) since 2016, salbutamol (albuterol) since 2013, topiramate (topamax) since 2016, topiramate since 2015 and zolpidem tartrate (ambien) from 2013 to 2017. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings") and nausea ("nausea"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs symptoms") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced autoimmune colitis ("autoimmune disorder type of disorder: colitus like symptoms"). In 2015, the patient experienced food allergy ("allergic or hypersensitivity reaction type: foods"), migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced oral pain ("other injury (ies) complication(s)- please describe: sensitivity in mouth"), alopecia ("hair loss") and dry eye ("vision/eye problems type: dry eye"). In (B)(6) 2017, the patient experienced polymyalgia rheumatica (seriousness criterion medically significant). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced skin exfoliation ("rashes or skin conditions type: skin peeling/ skin flaking") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal cramping/ lower abdomen pain"), anxiety ("anxious"), depression ("depressed"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), pharyngitis streptococcal ("infection (other) describe: strep throat"), allergy to metals ("nickel allergy"), neuralgia ("nerve sensitive to touch/ nerve sensitivity"), tooth disorder ("dental problems"), insomnia ("other injury(ies) or complication(s) please describe: inability to sleep") and thinking abnormal ("other injury(ies) or complication(s) please describe: cloudy thoughts,"). The patient was treated with naphazoline hydrochloride (eye drops), probiotics nos and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved, the polymyalgia rheumatica, menstruation irregular, abdominal pain, abdominal pain lower, anxiety, depression, mood swings, vaginal infection, pharyngitis streptococcal, migraine, headache, nausea, skin exfoliation, fatigue, vaginal discharge, dry eye, tooth disorder, insomnia and thinking abnormal outcome was unknown and the food allergy, autoimmune colitis, oral pain, allergy to metals, irritable bowel syndrome, alopecia and neuralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune colitis, depression, dry eye, dysmenorrhoea, fatigue, food allergy, genital haemorrhage, headache, insomnia, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, mood swings, nausea, neuralgia, oral pain, pelvic pain, pharyngitis streptococcal, polymyalgia rheumatica, skin exfoliation, thinking abnormal, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms. It is likely that she will be required to undergo surgical intervention as a result of her essure implants. 5 coils on both the sides, right & left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, anxiety, migraine, abdominal pain, heavy vaginal bleeding, dysmenorrhea, menorrhagia, abnormal bleeding, cramping, pelvic pain, colitis, abdominal pain lower". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal,heavy bleeding/blood clotting") and polymyalgia rheumatica ("autoimmune disorder type of disorder: pmr like symptoms") in a (B)(6) year-old female patient who had essure (batch no. 794896) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included postpartum depression. Concurrent conditions included overweight, anemia, asthma, fever, dysfunctional uterine bleeding, bloating, dizziness, mood altered, night sweats, dizzy spells and dyspareunia. Concomitant products included norethisterone (mini-pill) for menorrhagia, botulinum toxin type a (botox) since 2016 for migraine and headache, antibiotics since 2013 for uti as well as cefuroxime since 2015, esomeprazole since 2006, fluticasone propionate (flonase) since 2013, ibuprofen, levonorgestrel (mirena), macrogol 400;propylene glycol (systane) since 2017, propranolol (propanolol) since 2016, salbutamol (albuterol) since 2013, topiramate (topamax) since 2016, topiramate since 2015 and zolpidem tartrate (ambien) from 2013 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings") and nausea ("nausea"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs symptoms") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced colitis ("autoimmune disorder type of disorder: colitus like symptoms"). In 2015, the patient experienced food allergy ("allergic or hypersensitivity reaction type: foods"), migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced oral pain ("other injury (ies) complication(s)- please describe: sensitivity in mouth"), alopecia ("hair loss") and dry eye ("vision/eye problems type: dry eye"). In (B)(6) 2017, the patient experienced polymyalgia rheumatica (seriousness criterion medically significant). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced skin exfoliation ("rashes or skin conditions type: skin peeling/ skin flaking") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal cramping/ lower abdomen pain"), anxiety ("anxious"), depression ("depressed"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), pharyngitis streptococcal ("infection (other) describe: strep throat"), allergy to metals ("nickel allergy"), tenderness ("nerve sensitive to touch/ nerve sensitivity"), tooth disorder ("dental problems"), insomnia ("other injury(ies) or complication(s) please describe: inability to sleep") and thinking abnormal ("other injury(ies) or complication(s) please describe: cloudy thoughts,"). The patient was treated with naphazoline hydrochloride (eye drops), probiotics nos and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved, the polymyalgia rheumatica, menstruation irregular, abdominal pain, abdominal pain lower, anxiety, depression, mood swings, vaginal infection, pharyngitis streptococcal, migraine, headache, nausea, skin exfoliation, fatigue, vaginal discharge, dry eye, tooth disorder, insomnia and thinking abnormal outcome was unknown and the food allergy, colitis, oral pain, allergy to metals, irritable bowel syndrome, alopecia and tenderness was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, colitis, depression, dry eye, dysmenorrhoea, fatigue, food allergy, genital haemorrhage, headache, insomnia, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, mood swings, nausea, oral pain, pelvic pain, pharyngitis streptococcal, polymyalgia rheumatica, skin exfoliation, tenderness, thinking abnormal, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms. It is likely that she will be required to undergo surgical intervention as a result of her essure implants. 5 coils on both the sides, right & left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, anxiety, migraine, abdominal pain, heavy vaginal bleeding, dysmenorrhea, menorrhagia, abnormal bleeding, cramping, pelvic pain, colitis, abdominal pain lower". Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received and medical record was received. Lot number was added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), foods allergy, nerve sensitive to touch, colitus like symptoms, pmr like symptoms, sensitivity in mouth, mood swings, urinary tract infection, vaginal infection, strep throat, migraines, headaches, nausea, dental problems, nickel allergy, skin peeling, fatigue, ibs symptoms, hair loss, dry eye, nerve sensitive to touch, cloudy thoughts, inability to sleep, she did not undergo confirmation test. Events- lower abdomen pain, skin flaking, gut, dysmenorrhea (cramping), nerve sensitivity clubbed to previous events. Reporter information, medical history, concomitant drug, events outcome, essure removal date, height, age, weight was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.